Manufacturer narrative:
The AED was received from the customer. The pads used during the rescue had been discarded. Data was downloaded from the AED and there was no rescue data for the date of the reported event. Examination of the AED's event log for the time of the rescue showed that after the lid of the AED was opened, the AED detected pads were peeled apart, but did not detect placement of pads on the patient. There was no rescue data because data is not recorded until the AED detects human impedance. The reason why patient impedance was not detected during the rescue cannot be determined. As part of the investigation, the AED was functionally evaluated and successfully passed testing to factory specifications. The AED was serviced and returned to the customer with new pads.

Event description:
After the police officer placed the pads on the patient during a rescue, the AED kept prompting to check pads placement. The officer tried repositioning the pads a couple of times, but the AED did not analyze the patient's rhythm and continued prompting to check pads placement. After connecting new pads to the AED following the rescue attempt, the AED indicated that maintenance was required. The sudden cardiac arrest was not witnessed and it is unknown how long the patient was down before the AED was attached. The patient did not survive.

Manufacturer narrative:
The customer was asked to return the AED to cardiac science for evaluation. The pads used during the rescue attempt had been discarded.

Event description:
After the police officer placed the pads on the patient during a rescue, the AED kept prompting to check pads placement. The officer tried repositioning the pads a couple of times, but the AED did not analyze the patient's rhythm and continued prompting to check pads placement. After connecting new pads to the AED following the rescue attempt, the AED indicated that maintenance was required. The sudden cardiac arrest was not witnessed and it is unknown how long the patient was down before the AED was attached. The patient did not survive.